Manufacturer narrative:
Device evaluated by MFR: the ups was returned for analysis. Functional testing determined the returned ups was damaged upon arrival. Therefore; unable to proceed in testing, as the connections for the power button and battery were unusable. Device evaluated by MFR: the batteries was returned for analysis. Functional testing determined that upon return, the battery measured 15.22 volts. Prior to testing, the battery was connected to a known good ups and given sufficient time to fully charge. After two hours of being connected, the battery did not take a charge. With a load applied consisting of a 500w lamp and under battery power, the ups shut down immediately. The system did not perform as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient not involved. Other relevant device(s) are: product ID: 9733625, serial/lot #: (B)(4); product ID: 9733627, serial/lot #: (B)(4). A system check out was completed. It failed the hardware tests and did not perform as intended. It was noted that the ups and battery need to be replaced. The system is working as intended after part replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system is shutting off immediately when unplugged from wall power. The batteries were replaced in (B)(6) 2019 under case (B)(4). The site has been keeping the system plugged in when not in use. The batteries and ups are being replaced. There is no patient present at the time of event. 2019-nov-27 initial reporter (rep): no new information received. 2019- dec-09 health professional ( rep) new information received: serial number provided for battery and ups. Rep stated battery and ups has been replaced.